Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Report error 570.6200 and 571.6210.5 was able to reproduce during the failure investigation. The etco2 detected error 570.620 upon sensor warming up. The etco2 was unable to perform co2 sensor calibration per asm procedure due to no disposable detected conclusion: failure investigation isolated the cause of error 570.6200/571.6210.5 to the orion assy. Rework: recommend replacing orion assy part number h000282. Return orion assy to ops_lab for further failure investigation. Note orion assy will be returning to supply for further failure investigation. Disposition route to service for normal process. (B)(4).